Event description:
It was reported that while attempting to pre-program the implantable pulse generator (ipg) prior to implant, the device loaded in the programmer as elective replacement indicator (eri)/ recommended replacement time (rrt). Another attempt was made with the same results, and a different programmer was also tried. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The analyst commented that the device was received in the unopened original shipping package. (B)(4).